Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿emerging electromagnetic interferences between implantable cardioverter-defibrillators and left ventricular assist devices¿ identifying that heartmate 3 may be related to electromagnetic interferences (emi) with implantable cardioverter-defibrillators (ICD). This was a retrospective and single-centre, which included a total of 106 patients implanted with ICD and lvad. From these 106 patients, 40 patients were identified to be implanted hm3. The electromagnetic interference was determined by the inability to interrogate the ICD/pm. Overall, among the 40 patients implanted with hm3, 5 patients (11%) experienced emi.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas¿s and the reported electromagnetic interference could not be determined through this evaluation. A research article was received (date of publication: 13jan2020), titled ¿emerging electromagnetic interferences between implantable cardioverter-defibrillators and left ventricular assist devices,¿ which reported the following information: most patients who are eligible for continuous-flow lvad therapy, already have an implantable cardioverter-defibrillator (ICD) and/or pacemaker (pm) implanted. However, following lvad implantation, electromagnetic interference (emi) can occur between the lvad and the ICD/pm. Recently, multiple cases of emi between lvads and ICD¿s/pm¿s have been reported. Data was obtained through an electronic patient database analysis of all lvad patients from a tertiary referral center, from december 2006 to february 2019. For this article, electromagnetic interference (emi) was defined as ICD/pm telemetry interference (i.e. The inability to interrogate the ICD/pm). The study referenced 40 heartmate 3 lvas patients, of which 5 (11%) experienced electromagnetic interference. In these patients, the electromagnetic interference was observed in patients with biotronik and medtronic ICD/pm devices. It was concluded that the prevalence of emi between icds in the older and newer type of lvad¿s remains rather high. In the cohort of heartmate 3 lvas patients, patients experience emi mainly with biotronik devices. Prospective follow-up, preferably in large registries, is warranted to investigate the overall prevalence and impact of emi in lvad patients. The article did not provide information regarding whether the lvad patients included in the study had experienced any adverse events, and no specific clinical symptoms were described. The study referenced in the article consisted of 40 heartmate 3 lvas patients; therefore, the specific device and other case/patient information is not available and was not requested. No product was evaluated. The heartmate 3 lvas IFU explains that the hm3 pump may cause interference with icds and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also states that if a patient receives a heartmate 3 lvad and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. No further information was provided. The manufacturer is closing the file on this event.